Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the inferior mesenteric artery was ligated with the absorbable clips during a laparoscopic anterior resection procedure, the absorbable clamp of the artery was dropped when the inferior vein was being processed. This resulted to an extended operating time and incision extension to more than one inch. An open laparotomy was done to complete the case.